Event description:
Reportedly, a donor donated on a trima automated collection system at a high school blood drive. He had previously (2009) donated whole blood without incident. During the run, the donor developed trouble breathing and experienced severe shaking. The operator responded by ending the run, and recommending tums and chocolate milk orally. The donor appeared to be in good condition when he left the blood drive. On follow-up (eight months later), the donor reported that his legs were "a bit tight". Nine days later, caridianbct became aware that the donor's father reported that the donor was hospitalized as of the night of the day prior, and had been having "seizures" since his donation and was questioning whether the acda could have an effect on his medication. Medications were not disclosed at the time of donation.

Manufacturer narrative:
The disposable set was unavailable for investigation. A review of the DHR found no deviations noted during the manufacturing process. The run data file for this procedure was investigated by a member of the caridianbct field performance team. No unusual system variable could be identified, and the trima accel operated as intended. The donor failed to disclose his diagnosis of bipolar disorder and his medications. "Adverse reaction symptoms: feeling short of breath, swelling of your ankles or feet." It appears that the donor experienced both of these reactions post donation. Withholding medical information from the donor questionaire, such as diagnoses of health state and/or current medications may result in serious health impacts. Had the donor disclosed his medication and disease state, additional questioning would have occurred at a minimum, and donor deferral may have resulted from the additional questions provided. If additional relevant information becomes available, a follow-up report will be provided.